Manufacturer narrative:
Onsite service was not generated for this event. The customer located that leak from green striped tubing through pinch valve pv14. The customer replaced the tubing resolving the issue. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported approximately 20 ml of uncontained clear fluid leaked above the blood sampling valve (bsv) in a coulter hmx hematology analyzer with autoloader during a backwash cycle. There were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.